Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had been "running to the restroom more frequently" over the two days prior to the time it was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# va00hkg, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).